Event description:
On (B)(6) 2013, a spontaneous report was received from a physician, regarding a female pt who received an injection of half size restylane. The pt's medical history and concomitant medications were not reported. On an unk date, following treatment with restylane, the pt experienced purple/black atrophic area of her left cheek. This required 3ccs of juvederm to fill the hole. No additional info was provided. F/u info has been requested.